Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: "cib drew, rep.short circuited, quickly turned off, burning smell temp" probable root cause/s: reported failure mode was confirmed. Vpi would not power up and no standby amber led light was observed on the front panel. Power supply 24v output was reading at 0v with rear mains panel switch on. Probable root cause is likely due to a faulty power supply. The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.